Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges nausea, vomiting, and inflammatory response. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.